Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address failed left total knee replacement. It was noted that there was no bonding of the cement to the tibial tray. Cement was depuy cement.doi:(B)(6) 2017 dor:(B)(6) 2018 (left knee ).

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: (no code available (3191) is used to capture the surgical intervention and medical device removal) . If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical record ad (B)(6) 2019 and was reviewed on (B)(6) 2019. (B)(6) 2017: the patient underwent a left total knee arthroplasty secondary to end-stage degenerative joint disease. Attune implants were used with depuy cement x2. The patella was resurfaced. No intraoperative complications were noted. (B)(6) 2018: the patient underwent a revision of the left knee secondary to pain, edema and suspected tibial loosening. Intraoperatively the surgeon noted there was significant scar tissue and loosening of the tibial tray at the cement to implant interface. The femoral component and the patella were retained. There were no intraoperative complications. Pmh: end-stage degenerative joint disease, left knee. Doi: (B)(6) 2017. Dor: (B)(6) 2018 (tibial components).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy as not synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Updated 13 may 2020 re-open the complaint was re-opened upon receiving the patients medical records. The information received did not change the original investigation report device history lot : null device history batch : null device history review : null if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.